Manufacturer narrative:
Corrected information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Her surgeon has informed her she has some residual swelling in her retina from surgery. He's continued her on 2 drops and is following up with her next week. In a follow up with the patient, her swelling is going down and her vision has improved. She is still on her eye drops and has her next follow up in mid-april. She will update us if anything changes.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of blurry vision. Additional information has been requested.